Event description:
In 2008, the patient's husband reported he noticed a "handful of bubbles in the line" of the patient's insulin infusion set. He stated there are no air bubbles in the insulin cartridge. The patient uses room temperature insulin to fill the cartridge. He said the infusion headset and tubing were changed today at about 10am and at 12pm the patient's blood glucose measured 171 mg/dl. She bolused 5 units of insulin and at 4pm her reading was 266 mg/dl. To troubleshoot and while the tubing was disconnected from the headset, the husband was assisted with priming the air bubbles out of the tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.